Event description:
It was reported that during an unspecified procedure guidewire entrapment occurred. The physician was attempting to treat a 100% stenosed lesion located in the moderately tortuous right superficial femoral artery (sfa). The physician was attempting to cross the lesion with this v-18 guidewire, however, it became stuck inside the guide catheter. The v-18 guidewire and guide catheter was then reinserted inside the patient and another manufacturer's guidewire was used without any problems to complete the procedure. There was no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.